Event description:
It was reported that the patient presented for a lead reposition/replacement. It was also reported that during the new lead implant attempt, they noticed a foreign body/white powder on the tip of the lead. The lead was not used. The old lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was a non-electrical miscellaneous finding on the tip electrode. The analyst noted that the helix shows signs of crystallized steroid, which is consistent with the complaint of a white substance. It is expected that some steroid crystallization will occur during manufacturing. This is not considered and anomaly. The helix functions within specification.